Event description:
Patient experienced an increase in seizures in 2002. The patient underwent generator replacement surgery 8 months later for end of service. It was reported that during the 7 days prior to the replacement surgery, the patient only had 2-3 nocturnal generalized tonic/clonic seizures and was controlled during the day. After programming the replacement generator to on the patient had constant absence and an average of 2 tonic/clonic seizures per night. Further follow-up revealed that the patient was hospitalized twice in the following month totaling 5 days due to episodes of status epilepticus.